Event description:
It was reported that the ventricular lead exhibited loss of sensing due to dislodgement. The lead was successfully repositioned. The patients condition post procedure was fine.

Manufacturer narrative:
(B)(4).